Event description:
It was reported that during a routine implantable cardioverter defibrillator (ICD)  change out, there was noise on the chronic atrial lead and the impedance was high. Measurements on the analyzer were within normal range. The ICD was not used and a different ICD was implanted during the procedure. The chronic atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5568 implantable pacing lead 2005 (B)(6); 6949 implantable tachy lead 2005 (B)(6). (B)(4).